Manufacturer narrative:
Device evaluation - dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7, -13.50/1.5/127 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. The lens was removed and replaced during a second surgery on (B)(6) 2019 for a smaller axis lens due to low vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to lens. (B)(4). Claim#: (B)(4).